Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an admiral xtreme with a 5fr sheath. The IFU was followed and physiological serum was used as inflation fluid with a syringe to inflate the balloon. No resistance was encountered when advancing the device and it was not passed through a previously deployed stent. It is reported that during inflation of the balloon at a pressure of 8 bar, it was observed that the balloon was losing pressure. The balloon was removed from the patient and a rupture was observed in the middle third of the balloon. A new device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information received reported that there was no problem experienced in removing the balloon during the procedure, it was removed without inconvenience. The balloon did not fragment, it burst and was removed device evaluation: a visual and a tactile inspection was carried out on the device; the balloon chamber is in a post profile, (e.g. Not tightly wrapped or winged). A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; clear fluid was observed exiting the distal tip of the admiral extreme. A 0.035¿ guidewire was loaded through the distal tip of the admiral extreme and navigated out the proximal hub luer lock of the y-manifold with ease. A 10-cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold. The syringe was pressurized, and a pin hole leak was found in the proximal third of the balloon. If information is provided in the future, a supplemental report will be issued.